Manufacturer narrative:
H3: product analysis of part# 7080930, lot# im10l025 - visual and optical examination confirmed the corners of the torx on the tip of the screwdriver are rounded from what appears to be repeated normal use. This type of damage is consistent with repeated use overtime. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient undergoing unknown spi nal surgery. It was reported that the instruments were broken during the procedure. There was no patient symptoms or complications as a result of this event. No further complications were reported/anticipated.